Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive touchscreen could not be duplicated. However, upon review of the electronic records from the device, ventec observed an instance of abnormal shutdown which could support the report of an unresponsive touchscreen. Ventec then replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that it's reasonable to conclude that the likely cause of the reported issue was the control board; however, further component level root cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.